Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc). Upon return, the supplied 40cc inflation driveline tubing connecter was found with both o-rings missing. The 40cc inflation driveline tubing was connected to the iabc short driveline tubing. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned iabc; no blood was noted within the helium pathway. The customer also provided a photo for evaluation. The photo shows the 40cc inflation driveline tubing connector with both o-rings missing. This is consistent with the reported event. The iabc was leak tested and no leaks were detected. Full inflation was achieved. The device passed the leak test. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for helium loss alarm is confirmed. During the investigation, the 40cc inflation driveline tubing o-rings were missing from the driveline connector. The missing o-rings can result in a helium loss alarm. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the missing o-rings. The probable root cause of the complaint is manufacturing related. A non-conformance has been initiated to further investigate the issue.

Event description:
It was reported " after normal implantation of the catheter connected to the pressure sensor and helium extension tube, start the machine, the machine worked for about half a minute alarm may helium leakage, repeated checks did not find a possible problem, replacement of the catheter after the problem is solved, withdrawn from the catheter found that the helium extension tube inserted into the machine's blue connector grooves do not have a sealing rubber ring." Additionally, it was reported that the second iab used to contine therapy was inserted at the same insertion site. No patient harm or injury reported. Patient's current condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported " after normal implantation of the catheter connected to the pressure sensor and helium extension tube, start the machine, the machine worked for about half a minute alarm may helium leakage, repeated checks did not find a possible problem, replacement of the catheter after the problem is solved, withdrawn from the catheter found that the helium extension tube inserted into the machine's blue connector grooves do not have a sealing rubber ring." Additionally it was reported that the second iab used to contine therapy was inserted at the same insertion site. No patient harm or injury reported. Patient's current condition reported as "fine".